Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead; implanted: (B)(6)2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture. The lead had never worked so it had been turned off for several years. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.